Event description:
It was reported that a tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that after the second firing, the anvil dislodged. A new device was used to complete the case. There was no consequence to the pt.